Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. H3 other text : device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl and was unconscious. Reportedly, the cartridge had been in use for more than 48 hours with humalog insulin. Customer was taken to the emergency room by spouse and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline, resolving the issue with no permanent damage. Tandem technical support educated the customer on insulin labeling. The customer reverted to an alternate method of insulin therapy. Date of discharge was not provided.